Event description:
It was reported that: "during the insertion of the cvc, it was impossible to advance the guide." No patient harm reported. A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc, guide wire, and product lidstock for evaluation. Both components contained significant signs of use in the form of biological material. The guide wire was returned fully advanced through the catheter. Visual examination of the guide wire revealed one distinct kink and multiple bends. The coils appeared slightly closer together; however, they were not offset or unraveled. The catheter also appeared kinked in the corresponding location of the catheter kink. The prominent kinks/bends in the guide wire were located 180 mm and 300-335 mm from the proximal end. The total length of the guide wire measured to be 599 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the guide wire measured to be 0.800 mm which is within specifications of 0.788-0.826 mm per product drawing. The total length of the catheter measured to be 216 mm which is within specifications of 208.5-225 mm per product drawing. No dimensional issues were found. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The returned guide wire was passed through the returned catheter with significant resistance encountered at the kink/bends. A manual tug test confirmed both welds were fully secured. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained one kink and multiple bends, which led to resistance when advancing the catheter. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received and the customer report that the defect was observed during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "during the insertion of the cvc, it was impossible to advance the guide." No patient harm reported. A new device was used to complete the procedure.